Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead had oversensing and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, bi-ventricular defibrillator, (B)(6) 2007; 6949, implantable tachy lead, (B)(6) 2007; 5554, implantable pacing lead, (B)(6) 1999. (B)(4).